Manufacturer narrative:
This lead has not been returned for analysis. Should additional information become available, or if analysis is completed, this report will be updated.

Event description:
Boston scientific received information that the patient implanted with this implantable defibrillation lead presented to the emergency room after received two shocks. It was determined the shocks were inappropriately delivered due to oversensed noise on the rate/sense channel. Some noise was also observed on the shock channel. Pacing impedance measurements were noted to increase, including high out of range measurements. There was a concern the lead had fractured. An invasive procedure was performed. This lead was successfully explanted and replaced. No additional adverse patient effects were reported.